Event description:
A purchasing personnel reported an intraocular lens (iol) with a broken haptic. Additional information was received from the surgeon who reported the lens was removed through an enlarged incision due to increased vitreous loss. The surgeon sent further information that indicated that a posterior capsule tear occurred. An anterior vitrectomy was performed and the lens replaced with a sulcus lens.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire was received on (B)(4) 2012. (B)(4).